Event description:
On (B)(6) 2014, the reporter contacted animas alleging a button/keypad unresponsive issue. The reporter stated that the down arrow button had become intermittently unresponsive and that when pressing the button the keypad felt like it was moving. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Additional information has been obtained. The reporter stated that both the up and down keypad buttons were intermittently unresponsive. No additional information was provided.